Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The top case was cracked/chipped by the front right and left bottom corners. There was also a cracked left and right plunger case, and cracked battery door. The bottom case was cracked by the l bracket pole clamp. The mounting post was also cracked. There was some visible contamination by the l bracket pole clamp. The reported force sensor error was evidenced in the event history log. A calibration verification test was performed. The reported problem was duplicated during the power up process. The steady state reading of the force sensor (with no pressure on it) produced counts of 0 and -0.95 pounds. The product problem was therefore confirmed. The issue occurred because the left and right plunger cases were damaged from physical impact to the pump attributed to the end user. A user interface issue was therefore established as the root cause. The damaged plunger cases were replaced, and the force sensor was then recalibrated.

Event description:
It was reported that the main board on the medfusion pump exhibited a force sensor error. No patient injury or complications were reported in relation to this event.